Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: operation manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection: 3.3 inspection of endoscope: inspection of entire endoscope. Operation manual gif/cf/pcf-290 series operation chapter 4 usage: 4.3 use of procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to b5 - describe event or problem.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.